Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not complete start up. The fse performed system troubleshooting and found that the disk had failed. So, the fse replaced the sbc (single board computer) along with the hard disk and reloaded the software to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not complete start up. No harm has been reported to philips. Philips has started an investigation of this complaint.